Event description:
The pt reportedly experienced a fall; no other details are available at this time. The pt was unable to hear when using their sound processor. The pt was seen at the center for device eval. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the device is to be scheduled.